Manufacturer narrative:
UDI: (B)(4). Investigation summary the complaint device was received at the service center and evaluated. It was reported that the wire was broken, and they have problems to sterilize it. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was rusty. Further, the cable did not pass the visual test. The motor and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. User mishandling might be the most probable root cause for damaged cable which would lead the visual test failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2009 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopy procedure on an unknown date, it was observed that the cord on the 8022 handpc tornado shaver device was broken. During in-house engineering evaluation, it was determined that the motor on the device was corroded. The same device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.